Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by the nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced constipation which led to peritonitis on (B)(6) 2013. The patient was not hospitalized for the event. On an unreported date, the patient was treated with two antibiotics, intra-peritoneally (specifics unknown). The cause of the peritonitis was unknown but reported to not be due to a break in aseptic technique. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot numbers h12k05011 and h12k16034. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.